Manufacturer narrative:
Updated fields - b4, d8, d9,e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields - h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) did not duplicated gas loss issue. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Manufacturer narrative:
Due character limit e1, (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), unit had a gas leak.

Manufacturer narrative:
After further review, the gas loss issue did not duplicated. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.